Event description:
Customer support noticed that on a recent pt download there were several "battery pack fault" flags. They appeared for both battery packs. Support left a message for pt to call us back. In 2007, support called pt and spoke with her husband. Support explained that the battery packs needed to be exchanged. Support sent the pt replacement battery packs.

Manufacturer narrative:
Battery pack. Battery pack - 2/07. Device eval summary: device evaluations of both battery packs have been completed. The reported problem was confirmed. The cause of the "battery pack fault" flags was a damaged battery connector on second battery pack. Pin number 3 was bent. The root cause of the damage cannot be positively identified but appears to be the result of the battery pack being forced into a misaligned monitor connector. The connector was repaired. The battery pack was retested and then restocked. The other battery pack was found to operate normally. It was restocked. The damaged connector on the battery pack was replaced. No adverse events resulted from the damaged battery pack. The pt received two replacement battery packs.